Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was placed but, when the physician attempted to reposition the lead the helix would not retract/extend easily. The lead was removed and the physician chose to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.